Event description:
Customer reported the insulin pump kept alarming no delivery. Customer's blood glucose was 220 mg/dl. Troubleshooting was performed. Alarm and possible causes were explained to the customer. Customer was advised to perform a fixed prime, insulin did exit. Customer was advised possible site related issue. Customer removed the set and the cannula was bent. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.